Event description:
It was reported that high threshold was noted, both on capture management and during in-office testing. Stored high rate episodes suggested intermittent loss of capture during normal use. The patient was found to have intact a-v conduction at a prolonged pr interval, whether paced or sensed. A chest x-ray showed the lead tip in the rv (right ventricular) apex without any obvious sign of tension on the lead. Mvp mode was programmed with high output, and the patient was to be followed in the office every two months to see if the threshold improves. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-45 implantable pacing lead, (B)(6) 2013. (B)(4).